Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The probable root cause of the problem was overheating of the power supply due to an unusually low mains voltage of less than 60v. There was no patient or user harm.

Event description:
Dear (B)(6) the customer complaint that smoke went out from the unit . The customer test the unit and didn't find a reason. After the customer let the unit run for a few hours the smoke started again . We have received the unit for test and found that the power supply is burned ( please find picture attached )